Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus version 0202 stopped working during use. No injury reported in this alleged event. Further information requested.

Manufacturer narrative:
Investigation results received from dentsply (B)(6). X-smart plus version 0202 reported date: 2024. Ae number: (B)(4). A malfunction occureed during use, stop working. Event cause analysis description mentioned by doctor: product cause. Contact the manufacturer for repair and replaced the bearing.